Manufacturer narrative:
The event site postal code was submitted inadvertently in the initial emdr and is not required. Updated fields - b2, b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was not connected to the main power a period of time. As a result the batteries were discharged at the time of use, and the 45 minutes in which the unit was connected was not enough to charge the batteries. No problems were found and the issue could not be replicated. Device passed the performance and safety checks according to factory specifications. Additionally, the medical review indicates that the event is not related to the cardiosave, or therapy.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: mr. (B)(6). Event site postal code: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) switched off while disconnecting the mains voltage (pulling the plug) during use on patient. The patient suffered a cardiac arrest and died two days later. It is unknown whether this was due to this incident.